Event description:
A patient was implanted with 3.5 mm lcp hook plate and four screws for a right distal humerus fracture in (B)(6) 2012. It is reported patient fracture is healed, but the 4.0 mm cannulated screw backed out and patient developed an infection at skin level. Patient was returned to operating room on (B)(6) 2013 for removal of all hardware. This report is #1 of 5 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Implant date reported as (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. The gamma irradiation certificate was also reviewed and has shown that the dose was at 33.32 kgy, which was within the tolerances.